Manufacturer narrative:
Date of event was reported as 2 months into having the implant (2016).

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed that when they were away from the programmer, the ins turned itself off which was clarified that the feeling of the stimulation went away. The patient mentioned that the programmer was left in their purse at home and was not close to them. It was reviewed that the patient that as long as the programmer showed it was on it meant the device was working. The patient agreed that normally during the day they did not have the ¿feeling¿ and sometimes when they laid in bed they might feel it. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information a3: sex, date of birth. If information is provided in the future, a supplemental report will be issued.